Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check. A CT scan revealed that the right ventricular lead had perforated the right ventricle. The lead was checked and all values were consistent to values post implant. The physician decided to explant and replaced the lead. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.